Event description:
It was reported that the unspecified bd¿ infusion set had flow issues during the infusion and blood backed up into the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "pump was set up for infusion, but it did not infuse at all. Blood was back up to the tubing".

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that blood was backing up to the tubing and did not infuse could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues during the infusion and blood backed up into the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "pump was set up for infusion, but it did not infuse at all. Blood was back up to the tubing".